Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4), lot number: 61955. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported there was resistance during implanting xen to the right eye. Position was unsatisfactory as the stent ended up in the anterior chamber. The gel stent broke when the physician tried to remove and repositioning the gel stent to the correct place. One third of the implant remains in the injector. No injury to patient or staff were noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the alleged complaint regarding customer experienced resistance was duplicated. The reported complaint that the injector experienced resistance was confirmed. During investigation, it was observed that the slider knob path was damaged. The damage may have been caused by improper removal of the cam lock. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force < 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions.

Event description:
Healthcare professional reported there was resistance during implanting xen to the right eye. Position was unsatisfactory as the stent ended up in the anterior chamber. The gel stent broke when the physician tried to remove and repositioning the gel stent to the correct place. One third of the implant remains in the injector. No injury to patient or staff were noted.